Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an absence of no delivery alarms. The high pressure test was performed and failed. No further info was provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test.